Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v033182, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for MRI. The area to be scanned was the c-spine the head/brain. Caller reports patient was scheduled for MRI of brain and c-spine. Reports the device has been non-functional/dead, unknown why or when. Agent reviewed implant date of 2007, unknown if its due to normal battery depletion. It was reported the stimulator device will be ¿replacement tomorrow¿. Additional information reported the patient wants to see if they can have an MRI. The area to be scanned was the c-spine. The patient states she had a milogram and it showed a bulging disc and wanted to confirm it with a c-spine MRI. It was noted that the patient had a replacement surgery for the stimulator device three days before report event date. It was unknown if replacement was due to normal battery depletion. The patient states when she went to the urologist they couldn¿t get a signal so they put a smaller one in and checked the lead lines. The patient states they put the new stimulator in and 2 of the lead lines weren¿t connected but 2 were. The patient states he didn¿t bother fixing it and just left 2 that were working in there. The patient states she doesn¿t know what happened to the other 2. The patient states a couple months ago she went to see healthcare provider for reprogramming. The patient states she was having trouble getting it to program but was able to get it to stimulate after about a half hour working on it. The patient states then she went into her car to go home and it stopped. The patient states then she went to her next visit and had healthcare provider. The patient states the reason she needs an MRI was because there was a possible issue with her c-spine. The patient states this issue with her back has caused her hands and legs to numb and she can¿t walk. (See related (B)(4) -lost signal, reprogrammed)